Event description:
A remstar auto device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit additionally, the service technician also noted a dust fail contamination, has a presence of error code e50 (err_daily_values_corrupt), e53 (err_comp_log_sem_timeout). The device was scrapped this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction